Event description:
The customer reported that while the device was being used to control bleeding on the greater omentum and the device jaws were used to cut tissue and then could not be re-opened. The site contact was not able to provide the method of removal of the device from tissue. The surgeon opened a second device and successfully completed the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2012. To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.